Manufacturer narrative:
The lot number was not provided, so the device history record could not be reviewed. The device was dimensionally inspected, and it met the dimensional requirements. The catheter tubing was broken at the hub. However, the catheter tubing did not pull out of the hub, which indicates that the unit was molded properly. There are no indications that the device was manufactured incorrectly. A definitive root cause for the issue cannot be established; however, it is likely that the drainage tube was cut from the hub during or after the procedure.

Event description:
The skater 6f drainage catheter just snapped in half without some cause (trauma). The lot no is not available; the customer did not save the packing. The catheter broke near the hub.